Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, scope communication error b30 was identified during the device evaluation: a root cause could not be identified. Based on the results of the investigation, it is likely that due to corrosion on the plug unit, a scope communication error b30 occurred and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image and a communication error message was displayed. The issue was identified during device reprocessing. There was no patient involvement.